Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump stopped and re-started. Their log files were sent in for review. Technical services saw that the pump stopped because there was a total loss of power to the system controller. It was also seen that the patient's backup battery (bb) operated the system until it was fully drained. Once the bb drained, the system controller and the pump both stopped operating. The system controller's clock reset when it lost power so it was unable to be determined how long the pump was off. Because of the pump stop the patient was urgently re-admitted to the hospital. It was believed that there was a power loss issue with the home power supply, and the patient was in the washroom while the event happened. The power loss issue was determined to be associated with the power module, and it was thought that the ac power cord come unplugged at the wall outlet as the patient was living in an urban area and the possibility of environmental cause was low. At the hospital the patient received intravenous (IV) inotropes and was reconnected to the proper power source. The patient recovered and was discharged from the hospital. Associated MFR for the pump: MFR # 2916596-2022-00944

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 6 days (31jan2022 to 06feb2022 per the timestamp). A no external power alarm activated on 06feb2022 at 09:14 due to the rsoc and bus voltages simultaneously diminishing to ~0v, consistent with a loss of ac power while connected to the mobile power unit (mpu). The backup battery was able to provide power to the pump during the alarm. On 06feb2022 at 11:11, the backup battery was completely drained leading to a pump stop and a clock reset to the default timestamp of 01jan2001 at 01:00. The alarm resolved after reconnecting to a power source showing the default timestamp. The clock was later synced to 06feb2022 at 15:16. No other notable alarm was observed. The mobile power unit, serial (B)(6) was not returned for analysis. Additional information provided on 18mar2022 and 23mar2022 by the account indicated that the mpu had the v-lock connector on the ac power cord so the account suspected that the power cord came loose from the wall outlet and not from the device itself. The patient nor the hospital mentioned any environmental issues such as blackout or home power failure. A root cause of the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was communicated that the total loss of power occurred while the patient was on the mobile power unit, not the power module. It was suspected that the ac power cord became loose form the wall outlet side. The unit does have a v-lock connector. There was no additional technical troubleshooting or investigation since the patient was discharged without any notable mechanical issues.